Event description:
It was reported that during a clavicle procedure while trying to drill the clavicle, the device tip broke outside of the bone and was in the wound. The tip was easily retrieved. Another device was readily available, and the procedure was completed successfully with no pt injury.

Manufacturer narrative:
(B)(4) - the device was not returned to the MFR as of the date this report and was reported to be sent to and held by another MFR for analysis.